Event description:
A zoll distributor returned monitor sn (B)(4) and reported that the monitor was resetting during pulse testing.

Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (resetting during pulse testing) was confirmed. Upon evaluation the monitor was intermittently resetting during pulse testing. The cause for the resets was isolated to the monitor defibrillator board. A root cause investigation for this issue is ongoing. No adverse event resulted from the monitor resets.